Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2019 on 10 pm due to diabetic ketoacidosis and a high blood glucose level of 600 mg/dl. The customer was assisted in troubleshooting for high blood glucose. The customer reported that the infusion set was kinked bent on that day. Sometimes, the insulin pump had received insulin flow block alarm. The customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.